Event description:
A female patient who underwent primary breast augmentation with mentor memorygel xtra 350cc silicone prostheses experienced a right-sided silent rupture post-operation. The diagnosis was confirmed through a preoperative scan and subsequent in-office examination. As a result of this complication, the patient underwent removal surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 15, 2025, indicated the following: patient race has been populated as white, patient ethnicity has been populated as not hispanic/latino, procedure has been changed from breast augmentation primary to breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 19, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the smooth mod high xtra, 350cc breast implant had three (3) tears on the anterior view, the tears (a), (b) and (c) measuring approximately 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. Microscopic examination was performed on the edges of tears (a), (b) and (c), and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 01, 2025, indicated that the patient had sever fall and substantial trauma to her right breast. The patient noted the areas also painful to touch and has new rippling as well as bruising and swelling. As a result, patient underwent right breast exchange and capsulorrhaphy. H6 health effect - clinical code e2402: chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on may-21-2025 per 100553403 and 100553401 with the available information about the reportable event. Updated coding: removed pc ¿ breast pain and added pc - cutaneous contour deformity per fw (B)(4) mentor - attn (B)(4) mw-1835954. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2025, mentor became aware that the manufacturer report number:1645337-2025-03845 (follow up #5), previously submitted contained inaccuracies. As a result, a through review of the event and all associated initial and follow up reports was conducted. During this review, several errors were identified. This submission is intended to provide corrected information related to the following previously submitted reports: 1. Manufacturer report number:1645337-2025-03845 (follow up #5). 2. Manufacturer report number:1645337-2025-03845 (follow up #1). 3. Manufacturer report number:1645337-2025-03845 (follow up #3). 1. Correction to the manufacturer report number: 1645337-2025-03845 (follow up #5): please note that (B)(4) is an internal reference number used by mentor related to the report in scope. It was reference in error and should not have been included in this follow up submission. Correction to previously submitted narrative: the narrative section has been updated to correct previously submitted information. The revise narrative should read as follows: based on additional information received, patient code e1402 was removed and replaced with e1723. 2. Correction to the manufacturer report number: 1645337-2025-03845 (follow up #1): correction to section h.6 medical device problem code. Problem code a0406 was erroneously included in the report submitted on (B)(6) 2025. This code does not accurately represent the reported issue and should be removed from the record. The remainder of the submission, including the narrative and all other data fields, remains accurate and unchanged. 3. Correction to the manufacturer report number: 1645337-2025-03845 (follow up #3): correction to report date. This report incorrectly stated that the additional information was received on (B)(6) 2025. The correct date of the receipt is (B)(6) 2025. As such, section g3 should be updated from (B)(6) 2025 to (B)(6) 2025. All other information in the submission remains accurate and unchanged. Manufacturer¿s reference number: (B)(4).